Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty and stent damage occurred. The physician attempted to deliver the 3.00x28mm taxus express2 drug eluting stent to an unspecified lesion location. The physician encountered a "really sharp bend" in the anatomy and was unable to cross the lesion. The physician attempted to remove the stent and had difficulty getting the stent out. There was difficulty getting the stent out of the guide. When the physician removed the stent delivery system, the stent was on the balloon and a stent strut was flared. The procedure was successfully completed with a different device. There were no reported pt complication and the pt condition is listed as okay. Further information has been requested but has not been received.